Event description:
It was reported the patient did not have comfortable stimulation and stimulation was suboptimal and ineffective. The patient had pain relief up to the moment when the lead lost connection. The patient experienced a loss of stimulation due to poor connection of the leads to the stimulator. The connection was not tight enough and was not optimally fixed. Lead dysfunction was noted. The connection between the lead and extension was also not optimally fixed. Surgical revision of the lead and extension was needed on (B)(6) 2015 and noted to fix the issue. However the same issue started to occur again. Additionally another surgical intervention was needed (B)(6) 2015 to replace the leads and extensions. Additionally the physician noted they decided to move the lead locations and replaced the leads and put them in a new configuration. The event was related to the device or therapy and possibly related to the implant procedure. The event is considered resolved without sequelae.

Manufacturer narrative:
Product ID: 3888-33, lot# 0209447802, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-33, lot# 0209359408, implanted: (B)(6) 2015, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).